Manufacturer narrative:
An event regarding a fractured exeter stem was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection: a visual inspection of the returned device noted a fracture on the neck of the stem. The medial stem body section has abrasion damage caused by cement mantle defects or loose bone cement. Dimensional inspection: not performed due to damage identified in visual inspection. -medical records received and evaluation: a medical review was performed and concluded: procedure-related factors: - none. Patient-related factors. - severe patient trauma. Device-related factors: - none. Diagnosis: - a severe patient trauma due to a long fall from three stairs caused a trunnion fracture of the exeter stem requiring revision. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded, "a severe patient trauma due to a long fall from three stairs caused a trunnion fracture of the exeter stem requiring revision." There is no evidence of a device related issue on review of the medical review. No further investigation is required at this time. If further relevant information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The customer reported that the patient, who had been implanted with an exeter stem will be revised on (B)(6) .2017. The patient presented following a fall.

Manufacturer narrative:
Patient identifier.

Event description:
The customer reported that the patient, who had been implanted with an exeter stem will be revised on (B)(6) 2017. The patient presented following a fall.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the patient, who had been implanted with an exeter stem will be revised on (B)(6) 2017. The patient presented following a fall.